Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the electronic complaint handling database revealed no other incidents for use of expired guide wire reported from this lot. It should be noted that the hi-torque guide wire instructions for use (IFU) says to reference the use by date specified on the package. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an expired command guide wire was used in the patient. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.